Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. Dissatisfaction with the stimulation was the primary reason for the overdischarge. The last time any stimulation was felt was 1-2 months ago. This was also the same time the last successful recharging session occurred. There was a loss of therapeutic effect 8 months prior to this report. The leads had been implanted in the cervical area and the left side lead was difficult to insert and that never helped so it was turned off. The right side worked at first but stopped helping 8 months prior to this report. It was stated that the patient was going to be scheduled for another surgical procedure to place the left lead again. The patient was unable to charge or connect with the patient programmer (pp). The left lead was further noted to have missed the target. Recharging was attempted a week prior to this report and wasn¿t able to do it. A physician mode recharge was recommended. Follow-up was performed to determine if any intervention occurred, if any troubleshooting was done, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).